Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). The battery level estimate decreased six years in a time period of approximately four years. Technical services (ts) analyzed a device data disk and determined that power consumption was increasing in a gradual fashion. Replacement was recommended. No adverse patient effects were reported. Currently, this device remains in service.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). The battery level estimate decreased six years in a time period of approximately four years. Technical services (ts) analyzed a device data disk and determined that power consumption was increasing in a gradual fashion. Replacement was recommended. No adverse patient effects were reported. Currently, this device remains in service. According to additional information, this device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. This product has been received by boston scientific and analysis is anticipated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). The battery level estimate decreased six years in a time period of approximately four years. Technical services (ts) analyzed a device data disk and determined that power consumption was increasing in a gradual fashion. Replacement was recommended. No adverse patient effects were reported. Currently, this device remains in service. According to additional information, this device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. This product has been received by boston scientific and analysis is anticipated.